Event description:
Misfiring of the stapler - there was extra tissue at the end that was not supposed to be there requiring the anastomosis to be redone and the patient had to have extra bowel removed.